Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer failed and was not opening. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the 3.2 was not opened. A field service engineer (fse) addressed a failure in half height drawer 3 to 2 by cleaning the contacts on the drawer controller boards in both sub drawers, securing all connections, and tightening the hard stops. The drawer tested good in hardware test application, and the customer was verified to be operational. The system functioned as intended after the field service engineer repaired the device.